Event description:
It was reported that the pt experienced baclofen withdrawal requiring hospitalization (no specific symptoms were reported). The pt was being treated with oral baclofen. Add'l pt treatment and outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.